Event description:
Procedure: lung volume reduction. According to the rptr: the instrument was used to remove a tumor. Staples did not form correctly. The surgeon over sewed the staple line. A second procedure was performed due to fistulas in the area of the staple line which resulted in 10% add'l lung volume loss. The current condition of the pt is o.k.